Manufacturer narrative:
The device evaluation was completed on 6/18/2021. It was reported that a patient underwent an atrial fibrillation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. During the procedure, when advancing the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, the physician encountered resistance and the catheter was unable to advance any further. It was then confirmed by fluoroscopy that the catheter was knotted in a loop inside a vein. The physician could not withdraw the catheter or maneuver it well while it was kinked and looped in the vein. When trying to remove the catheter from the vein, the catheter got stuck on the sheath. The physician physically manipulated the catheter until it was able to be removed from the body safely. The sheath could be also safely removed. Caller reported that after the catheter was removed, it was observed that two different parts of the distal end of the catheter shaft were kinked. The issue did not result in any internal component exposed nor sharp electrodes or detached component. The catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported. The soundstar device was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. The device was visually inspected and it was found that the soundstar shaft was bent . At this time, it is not possible to determine the root cause of this condition; however, based on the information provided, the condition reported may have origin in some place external to the manufacturing environment. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a knotted catheter issue occurred. During the procedure, when advancing the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, the physician encountered resistance and the catheter was unable to advance any further. It was then confirmed by fluoroscopy that the catheter was knotted in a loop inside a vein. The physician could not withdraw the catheter or maneuver it well while it was kinked and looped in the vein. When trying to remove the catheter from the vein, the catheter got stuck on the sheath. The physician physically manipulated the catheter until it was able to be removed from the body safely. The sheath could be also safely removed. Caller reported that after the catheter was removed, it was observed that two different parts of the distal end of the catheter shaft were kinked. The issue did not result in any internal component exposed nor sharp electrodes or detached component. The catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported. The carto 3 system was operating per specifications and was not responsible for the product issue. The knotted catheter issue was assessed as a MDR reportable issue. The impeded device issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The medical device entrapment was assessed as not an MDR reportable issue. There was difficulty removing a catheter from the patient; however, the device was removed without surgical intervention or without using a different device and no adverse event occurred to the patient.

Manufacturer narrative:
Photo evaluation was completed on september 11, 2020. It was reported that a patient underwent an atrial fibrillation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. During the procedure, when advancing the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, the physician encountered resistance and the catheter was unable to advance any further. It was then confirmed by fluoroscopy that the catheter was knotted in a loop inside a vein. The physician could not withdraw the catheter or maneuver it well while it was kinked and looped in the vein. When trying to remove the catheter from the vein, the catheter got stuck on the sheath. The physician physically manipulated the catheter until it was able to be removed from the body safely. The sheath could be also safely removed. Caller reported that after the catheter was removed, it was observed that two different parts of the distal end of the catheter shaft were kinked. The issue did not result in any internal component exposed nor sharp electrodes or detached component. The catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported. According to pictures provided by customer, the tip was observed bent on the shaft at two points generating a knotted condition. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)